Event description:
It was reported that a diagnostic hysteroscopy and a minerva endometrial ablation procedure were performed by a resident under the supervision of an attending physician. Post-ablation hysteroscopy was performed, and uterine perforation was suspected. A laparoscopic procedure was performed and confirmed a perforation and a burn in the center of the fundus. The perforation was repaired laparoscopically and the patient was kept overnight for monitoring. No other injuries to the organs of the abdominal cavity have been reported and no additional interventions performed.

Manufacturer narrative:
Minerva surgical made three attempts to contact the facility and collect additional information but all attempts were unsuccessful. A minerva sales representative was onsite during the procedure and observed a more than usual amount of force applied during the insertion of the minerva es handpiece. The uterine integrity test was initiated and passed and the physician continued with the procedure. It is unknown when the perforation occurred. It is possible that the uit did not miss the perforation because full perforation was not present. The likely scenario and potential root cause of this complication is related to device being mal-positioned deep in the myometrium but without a full thickness perforation at the time of the uit, which in turn allowed for it to pass. Under this scenario a transmural burn with formation of a mechanical perforation during the energy delivery cycle is possible and may result in unintended thermal effect. The disposable handpiece used in this case was not returned and therefore a failure analysis of the complaint device could not be performed. The lot number was provided by the customer and a device history review was performed. The handpieces met all qa specifications prior to being released. Perforations and injuries such as thermal injuries are known complications of an endometrial ablation procedure. Complications associated with perforations and thermal injury are addressed in the warning and caution sections of the operator's manual and instructions for use, including the statements: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable handpiece. Activation of the minerva disposable handpiece in the setting of a uterine perforation is likely to result in serious patient injury. Excessive force applied during placement of the disposable handpiece may result in tissue injury, including perforation. Although designed to detect a perforation of the uterine wall, this test is an indicator only, and it might not detect all perforations. Clinical judgment must always be used. Post-treatment, any patient-reporting signs/symptoms that could indicate a serious complication, e.g., bowel injury, should be thoroughly evaluated without delay. As with all endometrial ablation procedures, serious injury or death can occur, including but not limited to, infection and injury to adjacent tissue, such as bowel, bladder, vagina, vulva, and/or perineum.